Manufacturer narrative:
PMA/510k: 23dec2019. Date of report: 31dec2019. The oxygen (o2) transport manifold assembly was returned to failure investigation (fi) for evaluation. External visual inspection of the o2 transport manifold assembly revealed no evidence of damage or contamination. Manifold received with no connection hoses. An attempt will be made to boot into the normal ventilation mode. The ventilator remained operational with no errors detected. The manufacturer¿s field service engineer (fse) replaced the o2 manifold and tested unit, no o2 leak when o2 is connected. The unit successfully passed the required performance verification test. This customer returned o2 transport manifold assembly was tested and no faults were identified. This manifold did not generate any leaks. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The external o2 manifold has a large leak from left side hose when o2 is connected. The manufacturer¿s field service engineer (fse) replaced the defective o2 manifold and tested unit, no o2 leak when o2 is connected. The unit successfully passed the required performance verification test.

Event description:
The customer reported oxygen (o2) manifold leaking. There was no patient involvement.